Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 547 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer states that their pump did not beep when it alarmed no delivery. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will monitor the pump. The insulin pump will not be returned for analysis.